Event description:
Physician reported she is sending the patient to surgeon for possible repositioning of generator in the pocket as patient is having continuous discomfort at generator site. Per reporter, patient wants the device removed. Diagnostic impedance value reported around 3000 ohms. Attempts for further information have been unsuccessful to date.